Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to varipulse¿ bi-directional catheter approved under p240006. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation with a varipulse¿ bi-directional catheter and the patient experienced coronary artery spasm / cardiac arrest / ventricular fibrillation (vf) that required resuscitation, ECMO (extracorporeal membrane oxygenation) and cardiac care unit (ccu) admission. Two hours post-operation, the patient developed severe delayed coronary artery spasm, leading to cardiac arrest and ventricular fibrillation (vf). Following successful resuscitation, the patient was transferred to the ccu, where they experienced two additional episodes of severe coronary spasm and vf. No device malfunctions occurred during the procedure. The patient remains under treatment in the ccu. Additional information was received. The patient required extracorporeal membrane oxygenation (ECMO). The heart function recovered and the patient was discharged but it is clinically believed that there is a high probability of sudden death again in the future. The extended hospitalization was due to coronary artery spasm causing ventricular fibrillation and cardiac arrest, admitted to ccu treatment and long-term use of ECMO to maintain life. The physician's opinion on the cause of the adverse event is delayed coronary spasm caused by pfa is highly correlated with patient hypersensitivity. The patient has no history of coronary artery disease, cerebrovascular disease or diabetes.